Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"Hi byte team. We may have an issue. I went to my dentist for my cleaning and we needed to take x-rays. My upper left front tooth that has been being straightened out from slightly behind the right seems to have a thickening tendon. She informed me that this is caused by trauma. The only thing that I've had happen or have been doing to my teeth are the aligners. I'm wondering if you've had this happen before or heard of this? I've had to stop using my aligners and I'm not sure what I need to do. Please advise me."